Event description:
The endotracheal tube made by sunmed llc, cuffed endotracheal tube, size 2.5. A newer shipment will not accept a size 5/6 suction catheter. This has been a change from prior product and is a problem as endotracheal tube obstruction can cause death. Photo 1 has the old ett with ability to pass suction, photos 2 and 3 demonstrate that the suction will not pass beyond the mid portion of the ett where the pilot balloon is inserted.